Event description:
During a proficiency study, the following coaguchek s result was obtained: 2.3 inr with a range of 0.7-1.6 inr. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return.